Event description:
It was reported that the balloon was not deflated with 1cc syringe after inflation. The procedure was continued with another new same one without clinical consequences to the patient.

Event description:
It was reported that the balloon was not deflated with 1cc syringe after inflation. The procedure was continued with another new same one without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection, no anomalies, cracks or damage was found on the hub or the entire shaft. The balloon was conforming to its specifications, balloon bonds were found intact and distal marker was also intact. Flowgate device was prepped per the device direction for use (dfu) for balloon inflation testing. Attempts were made to inflate the balloon. The balloon was inflated as intended. Then the balloon was deflated per the dfu instructions. The balloon deflated as intended. The balloon maintained its inflation and deflation as normal. The balloon functioned as intended. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.